Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain / physical pain/ pain / chronic'), device expulsion ('essure coils that have moved towards the uterus'), pelvic inflammatory disease ('pelvic inflammatory disease') and genital haemorrhage ('heavy abnormal bleeding / general abnormal bleeding') in a 27-year-old female patient who had essure (batch no. 646516,646515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, dysfunctional uterine bleeding, dysplasia, gastric ulcer, hiatal hernia, hip fracture, body mass index normal and muscle spasms. Previously administered products included for an unreported indication: depo provera in 2009 and yaz from 2003 to 2009. Concurrent conditions included anorexia since 2003, anxiety since 2003, paranoid schizophrenia since 2000, asthma since 1990, pain in hip, back pain, yeast infection, itching, uterine bleeding, fatigue and vaginal discharge. Concomitant products included alprazolam (xanax), alprazolam since 2003, carisoprodol (soma), hydrocodone bitartrate;paracetamol (norco) from 2010 to 2018, medroxyprogesterone acetate (depo-provera), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and salbutamol (albuterol) since 1993. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/ mental anguish"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 year 6 months after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy nos"), vulvovaginal pain ("vaginal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy and hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, hypersensitivity and vaginal infection had resolved and the device expulsion, pelvic inflammatory disease, abdominal pain lower, dyspareunia, vaginal haemorrhage, vulvovaginal pain, depression, anxiety, migraine, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, psychological trauma, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date: (B)(6) 2009 and removal date: (B)(6) 2018. Discrepancy noted in insertion date: in current pfs reported as (B)(6) 2019, (B)(6) 2010 patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Lot number: 646515 manufacturing date: 2009-06 expiration date: 2012-06. Lot number: 646516 manufacturing date: 2009-06 expiration date: 2012-06. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record (B)(4) (MFR control no.2951250-2019-02148) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. From deletion case (B)(4) events added pelvic inflammatory disease, essure coils that have moved towards the uterus: device expulsion, vaginal infection, depression, anxiety, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight loss, allergy nos, psych injury were added. Lot number was added. Date of insertion updated. Events outcome were updated from unknown to recovered / resolved. Event onset dates were added. New reporters were added. Aka name was added. Lawyer was added. Medical history were added. Concomitant drugs were added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain / physical pain/ pain / chronic'), device expulsion ('essure coils that have moved towards the uterus'), pelvic inflammatory disease ('pelvic inflammatory disease') and genital haemorrhage ('heavy abnormal bleeding / general abnormal bleeding') in a 27-year-old female patient who had essure (batch no. 646516,646515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, dysfunctional uterine bleeding, dysplasia, gastric ulcer, hiatal hernia, hip fracture, body mass index normal and muscle spasms. Previously administered products included for an unreported indication: depo provera in 2009 and yaz from 2003 to 2009. Concurrent conditions included anorexia since 2003, anxiety since 2003, paranoid schizophrenia since 2000, asthma since 1990, pain in hip, back pain, yeast infection, itching, uterine bleeding, fatigue and vaginal discharge. Concomitant products included alprazolam (xanax), alprazolam since 2003, carisoprodol (soma), hydrocodone bitartrate;paracetamol (norco) from 2010 to 2018, medroxyprogesterone acetate (depo-provera), oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and salbutamol (albuterol) since 1993. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety/ mental anguish"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 year 6 months after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy nos"), vulvovaginal pain ("vaginal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (davinci assisted total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy and hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, hypersensitivity and vaginal infection had resolved and the device expulsion, pelvic inflammatory disease, abdominal pain lower, dyspareunia, vaginal haemorrhage, vulvovaginal pain, depression, anxiety, migraine, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain, psychological trauma, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date: (B)(6) 2009 and removal date: (B)(6) 2018 discrepancy noted in insertion date: in current pfs reported as 30-sep-2019, jan-2010 patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Lot number: 646515 manufacturing date: 2009-06 expiration date: 2012-06. Lot number: 646516 manufacturing date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera in 2009 and yaz from 2003 to 2009. Concurrent conditions included anorexia since 2003, anxiety since 2003, paranoid schizophrenia since 2000 and asthma since 1990. Concomitant products included alprazolam since 2003, hydrocodone bitartrate;paracetamol (norco) from 2010 to 2018 and salbutamol (albuterol) since 1993. In january 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, abdominal pain lower, vulvovaginal pain, abdominal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date: (B)(6) 2009 and removal date: (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events: abnormal bleeding (vaginal, menorrhagia) were added. Event outcome was updated for the event: pelvic pain. Concomitant drugs, conditions, reporter's information and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had undergone one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.